Manufacturer narrative:
The name and location of the facility was not provided, and we have not received a report of this event from any of our customers; therefore, we have no further details of this event. We suspect the most likely cause of the injury was that the insulation on the device was already damaged/compromised prior to use in the procedure. Per the lot code provided (xv05), the instrument had likely been in use for over three years.

Event description:
Allegedly, as per medwatch #mw5080396 received from the FDA, during a procedure in which a manhes high frequency needle was being used, when the cautery was used, the surgeon noted a small amount of smoke and a few small black fragments. The surgeon removed the device and they noted a small area on the instrument where the device had a break in the insulation approximately 1 cm from the tip. The surgeon then examined the patient laparoscopically again and noted a through and through burn to the patient's left fallopian tube.